Manufacturer narrative:
(B)(4). Batch # u5f24u. (B)(4). Investigation summary: a photo along with the device was returned for evaluation. During the visual analysis of the photo, the following was observed: the photo shows a green reload with the retainer placed, and can be seen some drivers detached from the reload. In addition, the photo shows a tyvek with u40u35 lot number and expiration date 2025-11-30. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60g reload was returned unfired. In addition, the reload pan was noted to be partially dislodged from the left side on the proximal end. Three single drivers and twelve double drivers were noted to be missing. One double driver was out of position. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during the colorectal surgery, opened the packing, did not use it on the patient, noted the pan was deformed as the photos show. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.